Event description:
It was reported that allegedly the guidewire was difficult to advance. After a right arm fistuloplasty was performed, the pta balloon dilatation catheter could not be retracted from the introducer sheath. Both the pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the patient. No patient injury reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unknown. The complaint sample has been returned and the investigation is currently underway.